Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pace and shock impedance measurements. Episodes of noise were also found stored in device memory. The noise was not reproducible with pocket manipulations but did occur upon removal of the device from the pocket. Additional inspection noted body fluid in the header which the physician suspected to be the cause of the noise. Both the ICD and rv lead were explanted and replaced. No adverse patient effects were reported.